Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after patient was shocked by an outlet the ipg turned off by itself on many occasions. Reprogramming was attempted. It is unknown if magnet mode was turned on/off for any programs. Surgical intervention was undertaken wherein the system was explanted.